Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of event is unknown. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Exact date of implant is unknown. Approximately nine months from date of reporting on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. (B)(6). This report is for one (1) unknown nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that tfna nail was implanted approximately nine months ago and is being revised tomorrow on (B)(6) 2017 with a proximal femur replacement. The fracture has not united and the nail has broken at the blade/screw hole region. No other information about the patient or the circumstance provided. Concomitant parts reported: blade (part# unknown, lot# unknown, quantity: 1). Screw (part# unknown, lot# unknown, quantity: 1). This report is for one (1) unknown nail. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Received x-ray was reviewed. On the x-ray it's visible that the nail is broken as reported, based to this the complaint is confirmed. We could not confirm exactly how this complaint occurred, as no material received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.